Manufacturer narrative:
The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had a video connector failure. The issue occurred during preparation for use for a diagnostic gastroscope that was completed with another similar device. There were no reports of patient harm. During device evaluation at olympus, it was found there was no image when shaking the video connector. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint (no imagen) was confirmed, additional found the this non reportable event: failures of the video cable connectors. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.